Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was noted with noise, oversensing, and pacing inhibition. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 58.4 cm. Final analysis found an external outer insulation abrasion exposing the outer coil at 15.7 cm to 15.9 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The reported event of noise and oversensing was confirmed. The cause of the reported event was external outer insulation abrasion. All other damage found was sustained during the surgical procedure.